Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider via the company representative reported that the healthcare provider had been increasing the dose but the patient not really getting relief. The patient now has nausea. No further complications were reported.

Manufacturer narrative:
Section 'device' information refers to the main device. The other relevant components includes: product ID 8780 lot/serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter, and product ID: 8782 lot/serial number# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter, ubd: 2018-09-15, UDI#: (B)(4). The evaluation codes have been updated for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2019-sep-26. The patient reported the patient had already had a replacement. The catheter was kinked at the end where the doctor had inserted it and they were not getting medication. It was reported this occurred over one year earlier (relative to (B)(6) 2019). It was also noted this happened when they replaced the pump, (B)(6) 2018. Of note, per device registration, only the patient's catheter was replaced on (B)(6) 2018. The pump was revised. Please refer to MFR report # 3004209178-2019-19215 for this event. The patient continued to work closely with their doctor. The device was being used to deliver an unknown dose and concentration prialt. The situation was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving prialt 25mcg/ml at 3. 2mcg/day via an implantable pump. The indication for use was spinal pain. The patient¿s medical history included neuropathic pain. It was reported that the patient was not getting good pain relief and had excellent relief since implant. It was noted ¿denies falls or accidents¿ in regards to if there were any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics or troubleshooting performed were a dye study and rotor study done and both were normal. The healthcare provider was concerned there maybe a mictor tear they couldn¿t see. The daily dose was increased and changed to 3 periodic boluses. The issue was not resolved at the time of the report. The healthcare provider would follow up with the patient in 3 weeks to see if the change had helped. The patient status was noted as alive, no injury and no further complications were reported.